Event description:
Attorney alleges plaintiff developed multiple physical symptoms including breast lumps, loss of sensation, scarring, nonspecific autoimmune symptoms, anxiety, stress, pain and suffering.